Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an epidural abscess. The patient outcome was unknown. Additional information has been requested, a follow-up report will be sent if additional information becomes available.